Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging missing segments on his one touch ultra meter. The patient mentioned that the reported issue began sometime 2-3 weeks ago in the morning. The patient mentioned that he soon after attempting to interpret the reading on his meter, he developed symptoms of sweating and had to lay down. He then self-treated with food/drink and did not seek any further medical attention or contact his physician for assistance. He was not tested on another device. This is not the first time the product is being used. The meter was replaced. The complaint is being reported since the patient alleged that due to the missing segments on his meter, he developed symptoms suggestive of a serious injury and had to self-treat with food/drink.

Manufacturer narrative:
Follow-up # 1 (03/11/11)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: investigation revealed that the lcd flat cable was peeled off. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.